Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath approximately ten weeks post implant. The patient reported they thought the device was "misfiring". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.